Event description:
The orsiro drug-eluting stent system was selected to treat a severe tortuous and calcified lesion in the rca. A first stent was deployed in the ostium of the rca. After pre-dilatation of the distal rca lesion, the orsiro could not be delivered beyond the mid rca due to heavy calcification. When trying to withdraw the device, the stent got caught at the edge of the ostial implanted stent and the orsiro stent dislodged from the balloon.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is not well folded anymore and contrast medium was found inside of the balloon. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the previously implanted stent.